Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that three ozark self-starting screws have fractured approximately three-months after implantation; two screws at c7, one screw at c6. Revision surgery is not currently planned. This report captures the second of three screws.

Manufacturer narrative:
This report has been identified as a duplicate of 3004774118-2022-00383.

Event description:
This report has been identified as a duplicate of 3004774118-2022-00383.